Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was infected and bruised. The patient visited the hospital, where was kept overnight being treated with antibiotics intravenously and prescribed 30 more days upon discharge. The pod has been discarded.